Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that faulty PICC line. Patient reported it was positional and sometimes they felt a pinch when flushing their line. At one point the line felt occluded, cxr was done, cathflo was done, readjusting with a dressing change resolved the problem. Upon removal at completion of therapy, it is noted that he has 2 kinks in the line, one resulting in a hole across half the catheter, the other a pinpoint hole, these at the 19cm and 20cm marks. There was no patient injury reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and splits were observed just proximal of the 19 cm depth marker and just distal of the 20 cm depth marker. Each catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture sites which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-sections (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that faulty PICC line. Patient reported it was positional and sometimes they felt a pinch when flushing their line. At one point the line felt occluded, cxr was done, cathflo was done, readjusting with a dressing change resolved the problem. Upon removal at completion of therapy, it is noted that he has 2 kinks in the line, one resulting in a hole across half the catheter, the other a pinpoint hole, these at the 19 cm and 20 cm marks. There was no patient injury reported. Additional information on 04/05/2024: it was reported PICC was placed on (B)(6) 2024, removed on (B)(6) 2024. No injury incurred, but patient could feel a pinch when flushing the line, on occasion.